Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing resulting in loss of biv pacing. The p waves were small and there was some far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and revealed ok - no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and indicated stretching.